Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, while extracting a left ventricular (lv) lead with a laser, this right atrial (ra) lead was broken. An attempt was made to extract the rest of the lead, however the tip of the lead attached to the heart was unable to be retrieved. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found damage at the distal end of the lead segment consistent with electro-cautery. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.